Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The patient's blood glucose at the time of incident was 490 mg/dl, which he treated via manual insulin injection and insulin pump therapy. During troubleshooting the customer was able to successfully remove the air bubbles from the reservoir. The customer was advised to change their infusion set. The reservoir will not be returned for analysis.